Event description:
It was reported the implantable neurostimulator (ins) was taking a long time to recharge. The telemetry went from eight bars to two/three bars. The recharger was replaced, but the issue remained. The ins was neither turned, nor tilted. An explant was scheduled. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37714, serial#: (B)(4)) found no anomaly. Good, stable output was measured on all electrode pairs. A recharging test at room temperature with 1 centimeter spacing indicated no recharging issue; good coupling (8 bars) was observed during the recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info. The device was replaced, and afterwards the connection seemed "stable." There was no decreasing connection quality after reconnection. The therapy returned to expected, but the patient was going to continue to be monitored to ensure the problem had resolved. There was no patient injury.

Manufacturer narrative:
The device has been returned for analysis. A follow up report will be sent when analysis is complete.